Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004: the patient presented with a preoperative diagnosis of t12 vertebral body tumor. The patient underwent the following procedures: anterior t12 vertebrectomy and tumor resection; t11-l2 fusion with titanium cage and autologous rib graft and rhbmp-2/acs; internal fixation with vantage anterior thoracolumbar screw and plating system. A t12 tumor was sent for frozen and permanent section. Frozen section revealed plasma cystoma. Per the op notes, once the tumor was removed, a pyramesh cage was trimmed to the appropriate size. The cage was then packed with rib struts and fragments that were wrapped in rhbmp-2/acs. At l1, a vantage staple was placed. Placement of a staple and screws at t11 was very complicated because of the limitations of the exposure. Apparently due to the patient¿s body habitus, the exposure cranially was difficult. The patient also had a large osteophyte on t11 and somewhat of a scoliotic deformity that made placing the staple technically difficult. Therefore, the vantage single bolt system was used superiorly. On (B)(6) 2007: the patient presented with intractable back pain not successfully managed with normal conservative medical care and acute fractures of s1, s2, and s3 vertebra. The patient underwent a vertebroplasty of s1, s2, and s3 vertebral bodies, internal stabilization of acute fracture of s1, s2, and s3 vertebra. No patient complications were noted. On (B)(6) 2013: the patient underwent MRI of the cervical spine. Impression: there is severe spinal canal stenosis at the c3-4 level. There are some severe degrees of neuroforaminal narrowing as described above. The patient underwent MRI of the thoracic spine. Impression: 4.2 cm elongated left hemithoracic mass in the left paraspinous region extending from the level of t8-t10, with narrow neck extending toward he left posterior mediastinum inferiority. Differential diagnosis includes left pleural mass, neurenteric cyst, paraganglioma, and also nerve sheath tumor though no direct communication with a left neural foramen is identified. Examination is complete without intravenous contrast; post-surgical changes at t11-l1 with vertebral cage present at t12. Mild degenerative changes at t10-l1, including moderate right foraminal narrowing at t10/11, moderate left foraminal narrowing at t11/12, and moderate severe left foraminal narrowing at t10/11; diffuse heterogeneity of marrow signal, which may be seen with metastatic disease and lymphoproliferative processes including lymphoma. The patient underwent MRI of the lumbar spine. Impression: there is no prominent disc bulge or protrusion. This patient has severe degree of spinal canal stenosis at the l3-4 level. There are some moderate and severe degrees of neural foraminal stenoses. On (B)(6) 2013: the patient underwent x-rays of the cervical spine. Findings: there is straightening of the normal curvature this may be positional or secondary to spasm. There is severe narrowing of the c2/c3 disc space. There is exuberant osteophyte formation from c3-7 anteriorly suggestive of diffuse idiopathic skeletal hyperostosis. There is scoliosis convex to the left with maximum apex at c4/5. The patient underwent x-rays of the thoracic spine. Findings: status post lateral fixation of t11-l1 with a plate and screw device, with no complications. There are bridging osteophytes from t7-t10 on the left. There are anterior endplate osteophytes from t4-t1-. There is a scoliosis convex to the right with maximum apex at t10/t11. On (B)(6) 2013: a letter from the patient's doctor stated recent MRI reports indicate that the patient has spinal stenosis due to scoliosis in the lower thoracic area as well as stenosis in the cervical spine. Much of that is due previous surgeries. On (B)(6) 2013: the patient underwent MRI of the thoracic spine without contrast and CT of the thoracic spine without contrast. Impression: dextro-convex scoliosis of the thoracic spine; degenerative disc disease and facet degenerative changes in the thoracic and lumbar; postoperative changes of left lateral fusion rom t11-l1. Left-sided facet arthrosis at t10-11 and t11-12 with narrowing of the left neural foramina; marrow signal intensity in the thoracic spine is heterogenous without a suspicious destructive lesion seen. Some areas of lucency are seen within the right aspect of the t12 vertebra, without suspicious marrow signal alteration, likely benign. This may be due to fatty marrow or hemangioma; elliptical fluid collection in the left medial lower hemithorax at t9 and t10, without suspicious enhancement or extension into the spinal canal. On (B)(6) 2013: the patient underwent x-rays of the right knee. Findings: medial compartment narrowing, spurs at the sides of the lateral tibial plaeau, significant spurs at the patella, superior, inferior, posteriorly as well as at femur. Impression: severe oa medial compartment. Left knee x-ray found severe oa medial compartment, patella femoral joint disease bilaterally. Right and left hand x-ray found pip¿s, dip¿s with non-uniform narrowing, normal mcp joints, 5th mcp joint with juxta-articular osteopenia. X-ray of the left wrist found radio-carpal narrowing, greater multangular with spur. X-ray of the right wrist found radio-carpal narrowing, greater multangerxxx with spur. Impression: oa cmc joints, no evidence here of multiple myeloma. Cervical x-rays found c3 osteophyte, c4, c5, and 6, quite big, c6 and 7 fuse anteriorly, severe oa, no encroachment of the neural foramina. Right hip x-ray found superior and lateral narrowing, subchondral sclerosis, calcifications are noted at the sacrum. Left hip x-ray found calcifications at the sacrum, appear to be embedded into it, in a patient with multiple myeloma. Not clearly osteolytic lesions but this is osteoblastic. On (B)(6) 2013: the patient underwent MRI of the thoracic and lumbar spine. Impression: diffuse abnormal marrow signal maybe related to patient's history of myeloma. No acute lumbar compression fracture appreciated. Post-operative changes in the thoracolumbar junction as above. Moderate to severe lumbar degenerative disc disease with multi-level canal and foraminal stenosis as above. Para-spinal muscular edema at the lumbosacral junction may represent muscle strain. The patient also underwent MRI of the pelvis without contrast. Impression: marrow lesions in the sacrum and posterior iliac bone suspicious for myelomatous lesions, one of which may have been treated in the past. There is abnormal marrow signal super-imposed upon fatty marrow signal which may represent red marrow conversion or additional myelomatous lesions. Muscular edema in the right lateral gluteus medius muscle and in the right lower iliopsoas muscle, likely representing muscle strain, not fully assessed. There is also minimal pre-sacral edema.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.